Manufacturer narrative:
The customer was provided information for storage, repair, testing and replacement. Users are instructed to check the device before and after each use and not to use the vac pac device if there is known damage or a leak. Users are also instructed to replace units older than two years that are used several times a week.

Event description:
The customer initially contacted natus medical to report that their vac pac patient positioning support device was torn after being caught on the armboard of the operating room table. The tear occurred while the operating room was being turned over after surgery, and there was no patient involvement with this event. There was no report of death, serious injury or delay in treatment. The vac pac device is reported to have been purchased in april 2014.